Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (serial number), d9, g3, g6, h2, h3, h6, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a radiologist. The review identified the image quality and single ap view submitted could preclude visualization of a subtle head fracture or a head fracture in the coronal plane at the time of implantation. The second visit shows a fractured femoral head component with 2 large fracture fragments and a possible additional small ceramic fragment inferomedially. The femoral stem and acetabular cup components appear intact. The product involved in the reported event was returned for investigation. The head was sent to the supplier for analysis. The density of the femoral head was analyzed and found to comply with the material specification. The microstructure as obtained from the quality documents meets the requirements specified at the time of production. There is no indication of any pre-existing material defect. The expected metal transfer cannot be found equally distributed on the conical bore which could indicate that the interface was disturbed during the assembly of the femoral head and the metal stem. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. The device history record was not reviewed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause cannot be determined however the most probable root cause appears to be disturbances at the interface between the metal stem and the femoral head, which led to increased mechanical stress and likely caused the fracture of the ceramic femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 ¿ unknown cup, item unknown, lot unknown. Unknown liner, item unknown, lot unknown. Unknown stem, item unknown, lot unknown. G2 ¿ foreign ¿ netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery three days post implantation due to head spontaneously fractured without trauma. Patient got up from bed and heard a breaking sound. Due diligence is in progress for this complaint; to date no additional information or product has been received. This event was previously reported under MFR number (B)(4), as the item number was unknown.